Event description:
It was reported that the device was used in a lower anterior resection. It was reported by the rep that during the procedure, the surgeon positioned the tx60b across the rectum/sigmoid colon. After firing the instrument and cutting the proximal segment away, he released the stapled to find that the stapler had not formed the staples. The stump was not approximated and therefore, opened. He was able to apply another tx60b to the designated area and it worked. The case was completed uneventfully. Following the case, the surgeon described the situation, indicating that it was a very narrow pelvis, deep lesion and he could not positively confirm that the tissue retaining pin was properly seated.